Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of specification with respect to the upstream occlusion alarms, which were reproduced. The upstream sensor was found to be failing and out of specification. The failing upstream sensor was replaced.

Event description:
During baxter's functional testing of a spectrum pump, it alarmed for upstream occlusion, when no occlusion was present. There was no patient involvement.